Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA on the results of this investigation once it has been completed.

Event description:
Pain, swelling, mass on MRI, elevated metal levels.